Event description:
It was reported the electrical generator displayed an error: e433; generator to reboot. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected field: g2 ("company representative" must be selected as the reporter is an olympus employee). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (10) years since the subject device was manufactured. The device was not returned to olympus for inspection; therefore, the reportable malfunction could not be confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, error message e433 occurs due to various potential issues, including electromagnetic interference, user errors, defective components such as the foot switch, cable connections, transformers, rectifiers, and boards. However, since the device was not returned, the specific root cause could not be presumed. Olympus will continue to monitor field performance for this device.